Event description:
Case description: information was received regarding a bag of viaspan solution that was leaking. The reporter stated that she noticed that one bag of viaspan solution appeared to be leaking from the inner bag into the outer bag. The reporter is unsure of the exact location of the leak.

Manufacturer narrative:
The complaint sample has been requested.